Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardiac monitor (icm) patient was experiencing chest pain but the device was "not getting anything". The icm remains in use. No patient complications have been reported as a result of this event.